Event description:
A malfunction alarm with code "malf 0" was reported, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. The fault ID was available and the malfunction code was resettable, though the customer had not yet reported or reset the pump within the last 24 hours and intended to follow up when able. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.